Manufacturer narrative:
Date rec¿d by MFR: 02aug2019. Date of report: 26aug2019. It has been determined that this file is a duplicate of MFR # 2031642-2019-00555. All relevant data shall be submitted under this report number. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 30april2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Customer contacted technical support (ts) stating that unit had a damaged electric plate. The customer reported there was no patient involvement. Event date not specified, estimate used.